Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What type of leak test was performed? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Is the ileostomy temporary or permanent? Device follow-up: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, fired the cdh29a and the anastomosis was not fully formed and therefore the surgeon needed to over-sew the anastomosis. Sales rep was not present during the case. The patient is not part of a clinical trial. The patient recovered well and went home without any hiccups. The only thing that was done was a defunctioning ileostomy. Did the stapler open and close as ¿normal¿? Yes it was completely fine. When you fired the device were you able to complete the firing stroke and did you feel the ¿crunch¿ of the knife blade breaking through the washer? This step was also went through normal. Were staples deployed around the whole of the stapler head? I did not check the stapler head but on flexi it looked complete, but there were bubbles from right lateral side.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what surgical procedure was performed? Laparoscopic high anterior resection did the patient receive any preoperative chemotherapy or radiation? No neo-adjuvant treatment. What healthcare professional fired the device and what is his/her experience with the device? Consultant colorectal surgeon fired the gun. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle of green. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I always wait 30 sec. Were the donuts inspected? If so, please describe. Complete donuts. Was a complete transection of the white breakaway washer visually confirmed? I am not sure about it ? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues. What type of leak test was performed? Flexible sigmoidoscopy. Was the staple line visualized endoscopically during the initial surgical procedure? Yes it was visualized. What was observed at the site of the leak? Air bubbles from right lateral side. Is the ileostomy temporary or permanent? Temporary ileostomy.